Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was experiencing high blood glucose and had to go to the emergency room because her heart was rising. Customer stated that the doctor advised her to change the basal rates and carb ratios settings. Customer requested assistance with programming the insulin pump. Customer was advised to contact her doctor to get exact numbers to set up. Customer mentioned the insulin pump has already been troubleshooted and was functioning. Customer stated that her blood glucose got high after eating; she thinks she is not getting enough insulin with her meals. Customer was experiencing some flu symptoms. Blood glucose value was 220 mg/dl. Nothing further reported.